Event description:
It was reported by the sales rep after talking with the surgeon and the or staff that the device was used during a pneumonectomy. The device worked properly and the staple line looked fine at the time of closure. The pt expired later in the evening. The pt was re-opened and the surgeon believes the staple line had opened up. Unk if the device will be released. Additional info from the sales rep, the device was thrown away, but after pt expired, the device was taken out of the sharps container. It is unk at this time if the device will be released for eval. Ees md spoke with the surgeon; he was not particularly happy to speak to me and was surprised I was calling. He did, however, explain the operative procedure to me, in which he indicated the stapler in question worked as expected without untoward events. The staple lines were intact and he closed the pt. It was not until sometime post-op, while still in the pacu, that the pt suddenly decompensated. The surgeon stated that one moment he was talking, the next he was hypotensive and not responsive. The pt was returned immediately to the or where he was found to have a hemi-thorax "full of blood". The staple line on the superior pulmonary vein was partly intact, and the bleeding was from the non-intact portion. The pt was essentially dead upon return to the or. There was no cause he could explain the failure, no hypertension, no sudden coughing. The surgeon said that he asked that the devices and all of the cartridges used be removed from the garbage, and the institution is holding them. Additional info from the sales rep on 09/23/2009: no they have not released the device and cartridges.

Manufacturer narrative:
Date sent: 09/25/2009 info is unavailable; device was not returned for eval.